Manufacturer narrative:
Analysis of the stimloc found no anomaly.

Manufacturer narrative:
Concomitant products: product ID: neu_stimloc_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the stimloc was loose and could not be locked with a lead. After positioning the lead during implant, the hcp may an attempt to lock the lead using the support clip, but the clip failed. When the lead was pulled, the lead was detached easily. The cause of the event was the manufacture process. Another stimloc was used and the issue was resolved. No surgical intervention was taken or planned and there was no patient injury. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.